Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer was admitted to the hospital for an elevated blood glucose (bg) level of 680 mg/dl and ketones identified as dangerous by a health care professional. Customer was treated with intravenous fluids of saline, potassium and insulin. Customer performed a supply change and customer and was released from the hospital the next day with the issue resolved.